Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency department due to an alert. Information received on the remote transmission was reviewed by qualified personnel and it was determined that the alert was due to high atrial lead impedance. Impedance has been trending upward for a year. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.